Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) were missing as a result of breakage. The size of the missing piece was approximately 8.78mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. A review of the provided image was performed, and the images showed a broken distal clevis ear. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, while the surgeon was using this permanent cautery hook (pch) instrument, the plastic material located around hook fell off. The surgeon retrieved the broken pieces that had fallen off inside the patient which will be sent back as well with the instrument. The fragment that fell into a patient was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument used during the surgical procedure was indeed inspected prior to use, and no damage or anything out of the ordinary was observed at that time. The device fragmentation occurred while the instrument was being utilized to dissect the gallbladder off the gallbladder fossa. There was no indication from the surgeon regarding what may have caused the instrument to break or the fragment to fall, and there was no notable functionality issues reported during use. The instrument was in operation for approximately five minutes before the incident occurred, with no collision between the instrument and other surgical tools or hard materials. Furthermore, the fragment did not fall into the patient as a result of any instrument tip or accessory collision. The instrument was not removed prior to breakage, so wrist straightening before removal was not applicable at that moment. Upon final removal of the instrument, the wrist was straightened as recommended, and the surgical staff did not report experiencing any resistance while withdrawing the instrument through the cannula. Post-event inspection revealed no damage to the cannula or any other parts of the instrument. The fragment was retrieved from the patient using a robotic grasper; however, it is unknown whether all possible fragments were recovered, as there was no explicit confirmation provided. No additional surgical procedure or intraoperative conversion was necessary to retrieve the fragment, nor were there any post-operative imaging studies, such as an x-ray or ultrasound, performed specifically to check for residual fragments. The entire surgical procedure was completed robotically without complication, and there was no injury to the patient observed or reported as a result of the event. Following the procedure, the patient did not return to the hospital with post-surgical complications related to potential retained foreign material. Both the instrument and any associated accessory, as well as the retrieved fragment, have already been returned to intuitive surgical, inc. (Isi) for further evaluation, which is in accordance with standard device investigation protocols. This thorough reporting and follow-up help ensure patient safety and effective quality assurance for surgical devices.